Event description:
Distributor contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Distributor did not report any injuries or medical intervention at the time of contact with dexcom technical support.